Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the needle was stuck. Customer's blood glucose level was 140 mg/dl at the time of incident. Customer stated that the needle was stuck during the needle removal process and was hard to remove as it was bent. Customer reported that they did not receive medical treatment as a result of needle stick. The sensor will not be returned for analysis.